Manufacturer narrative:
Device evaluation the evo-fc-10-11-8-b device of lot number c2208507 involved in this complaint was returned for evaluation, with its opened original packaging. With the information provided, a physical examination and document-based investigation was conducted. The device related to this occurrence underwent a laboratory evaluation on the 20th of may 2025. On evaluation of the device, the following was observed: visual inspection: directional button is in deploy position. Red shuttle on the last dimple after ponr safety wire still in place. White tip is withdrawn into introducer. Functional inspection: handle actuating fine for deployment and recapture. Safety wire removed with no issue. Handle opened to internally inspect device. Sheath tube separated from shuttle cap, all other components intact. The reported failure was observed. Manufacturing records review: prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c2208507. A review of the manufacturing records did not reveal any discrepancies that could have contributed to this complaint issue. Historical data review: the review of relevant manufacturing records confirms the failure mode has not previously occurred for this work order. Instructions for use and/label review: it should be noted that the instructions for use (ifu0062) states the following: ¿if the package is opened or damaged when received, do not use. Visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use.¿ there is no evidence to suggest that the customer did not follow the instructions for use. Image review an image was not returned for evaluation. Root cause analysis a definitive root cause could not be determined as the circumstances of use cannot be replicated in the laboratory. A possible root cause could be attributed to difficult patient anatomy / tight stricture. It is possible that during deployment/recapture, a tortuous path caused a build-up of pressure leading to the outer sheath separating from the shuttle cap which would have caused the difficulty experienced by the customer when trying to deploy the stent. Confirmation of complaint: complaint is confirmed based on visual and/or functional inspection. Corrective action / correction complaints of this nature will continue to be monitored for similar events. Summary of investigation the patient did not experience any adverse effects due to this occurrence. Confirmed quantity of 01 x used device.

Event description:
A supplemental report is being submitted due to completion of the investigation on 8 jul 2025.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
The stent could not be deployed/did not open during the procedure and in the subsequent repeat test. Incident date not confirmed. There was no adverse effects to the patient nor delay in the procedure noted. What endoscope type and channel size was used? Olympus duodenoscope ¿ working channel diameter 4.2. Details of the wire guide used (diameter, type, make)? Awg2-35-480. Was the product inspected for kinks or damage before use? N/a, yes, no, yes.